Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 15 mmol/l. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. However there are signs of previous moisture presence on the underside of the battery compartment and on the battery board. Furthermore, the battery sleeve within the battery compartment is corroded somewhat. The s/n label located between the belt clip rails has rubbed off and become illegible.